Event description:
It was reported that during an unk procedure, when the doctor closed the jaw at the lump of the lung for pneumo thorax surgery, was in good condition. When it was fired, the stapling was not done normally and failed. However, the tissue did not have severe damages. The doctor used the other device and the case was done well. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.